Manufacturer narrative:
Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl13.2, -16.0 diopter, implantable collamer lens tore during loading. There was no patient contact and the reporter did not know if the cause was due to user error. The backup lens was implanted.

Manufacturer narrative:
No lens returned for evaluation. A cartridge case was returned wrapped with gauze. A len vial stopper was in the case. A note indicating "torn upon loading" was written on the box. (B)(4).